Event description:
It was observed during the device inspection that the thunderbeat's probe was broken off at 15.87mm from its distal end. There was no report of patient involvement, injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. The broken probe fragment was not returned for inspection. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.